Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump wake button was difficult to press and would not respond. Pump display came on after pump was plugged into a power source. Customer's blood glucose was 260 mg/dl. Customer continued to use pump for insulin therapy.